Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that upon powering up his olympus high-definition lcd monitor. The unit¿s button operations were disabled, and no image was present on the screen. According to the initial reporter, this event took place during preparation for a therapeutic procedure. Reportedly, the intended procedure was completed by powering cycling the unit. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was not present during the testing. Additionally, there were scratches found on the display. If additional information becomes available following the device evaluation, a supplemental report will be filed.